Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump was noted by the patient to be scrolling through the pump history screens on its own without the keypad being touched. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad/scrolling menu issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings:.no damage found to keypad. All buttons respond to presses appropriately. Keypad removed; no damaged/misaligned contacts found, no evidence of contamination found under the button contacts. Unable to verify or duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.